Manufacturer narrative:
Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated to any product complaint.

Event description:
Inflammation in right knee [arthritis]. Knee pain [arthralgia]. Baker's cyst [synovial cyst]. Case description: a spontaneous report was received on (B)(6) 2010 from a patient, initials (B)(6), with a history of osteoarthritis who experienced inflammation in the right knee and knee pain after treatment with synvisc one. The patient had a history of previous treatment with synvisc one (left knee in (B)(6) 2009). On an unknown date, prior to synvisc one treatment in the right knee, the patient developed a baker's cyst in the right knee that was treated with physical therapy. On an unspecified date in (B)(6) 2009, he received an injection of synvisc one into the right knee. Several weeks after the injection, the patient developed inflammation in the right knee that was treated with a cortisone injection. The patient reported that a week after cortisone injection, there was no pain in the right knee.